Event description:
It was reported that there was a confirmed overdischarge, the battery was dead and the patient wanted a non-rechargable battery. It was noted that the implantable neurostimulator (ins) was explanted. It was not known if a physician mode recharge (pmr) was performed or if there were any prior overdischarges. Diagnostic or troubleshooting was performed but it was not known what was done. It was not known if there were any symptoms associated with the event.

Manufacturer narrative:
Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37092, lot# 284190002, implanted: (B)(6) 2011, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final device analysis of the stimulator revealed no significant anomalies. The battery had reduced capacity due to overdischarge.

Event description:
Additional information reported that this was not due to normal battery depletion. It was reported that the patient recovered without sequel. There were no patient injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.